Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump exhibited a travel coarse error, during the occlusion test. There was unknown, patient involvement. No patient injury was reported.

Manufacturer narrative:
B5: additional information was received that the issue was discovered during preventive maintenance. There was no patient involvement. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to worn out clutches. The clutches were replaced to address this issue.